Event description:
It was reported that during a coronary stenting treatment procedure, the taxus 2.75mm x 20mm stent dislodged. The physician had planned to stent the 1st obtuse marginal branch in 2003. He tried to engage the left coronary artery for more than 2 hours, using 10 different curves of guiding catheters. As this procedure was unsuccessful, the pt returned to the cath lab 2 days later. The lesion in the om1 was pre-dilated, but the physician felt some resistance while introducing the stent into the om1. He moved the stent back and forth 2-3 times and noted the stent had slipped off the balloon and was in the circumflex coronary artery. He then crossed the dislodged stent with a maverick balloon 2.0 x 20mm and deployed the stent in the circumflex. The physician then successfully deployed a taxus 2.75mm x 8mm in the target om1 lesion. Pt status is reported to be "fine".